Manufacturer narrative:
Follow-up # 1 ¿ (09/10/2014). The lay user/patient¿s meter has been returned on 08/18/2014 and evaluated by lifescan product analysis on 09/06/2014 with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultrasmart meter is giving an error 4 issue. This complaint was classified based on the customer care advocate (ca) documentation. The error 4 issue has been intermittent for the last 2 weeks. The patient did not take any action based on the error 4 issue during the time of concern. On the day the patient contacted lfs, she developed symptoms described as ¿feeling shaky.¿ there was no report of any required medical intervention. During troubleshooting, the error 4 issue was not resolved. The test strips were within the discard date. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient claimed she developed symptom suggestive of hypoglycemia after the error 4 issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.